Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: insufficient vacuum. This event occurred 50 times.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples for investigation. One customer photo was received for review and analysis. After review and analysis of the customer received photo, only the packaging of the product is shown. Therefore, bd is unable to confirm the customers reported defect based on the photo provided. Retention samples from bd inventory were evaluated: 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: insufficient vacuum. This event occurred 50 times.